Event description:
It was reported during a permanent procedure the physician observed csf and suspected a dural tear occurred. The physician ordered x-rays to confirm the lead position; however, the lead had moved and needed to be repositioned. After repositioning the lead the physician did not observe any additional dural tear or any additional csf. On (B)(6) 2013, an sjm rep met with the pt for programming of his scs system. According to the sjm rep, the pt was experiencing a spinal headache, and csf in the lead site affected the programming. The pt felt overstimulation when the middle and right columns of the lead were programmed and only coverage of the left side pain area could be obtained. The rep asked the pt to call after the headache subsided. Follow-up on (B)(6) 2013 identified the pt's headache is gone and an appointment for additional programming is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.